Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had very poor image quality and was down. There is no report of injury or death associated with this event.